Manufacturer narrative:
Complaint confirmed, the drive feature broke off. No relevant features could be measured due to the damage and the absence of the lose fragment. No other damage was observed. The cause is undetermined, however a likely cause is prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during implantation of the device ar-1530bc (lot 123197887) the screwdriver attachment from the handled inserter broke off in the screw. The broken off pin remained inside the patient with the screw. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update on 13-sep-2021: it was confirmed that the ar-8978p-1 device was used first and when it broke, the ar-1530bc device was inserted into the same bone tunnel, which also broke. All fragments of the ar-8978p-1 were retrieved from the patient.